Manufacturer narrative:
UDI: (B)(4). The device has been removed for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by medwatch mw5079500, after 6 days, a hakim programmable valve malfunctioned and was revised.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected; biological debris was noted on the cam mechanism. The valve was tested for programming and failed the test; the cam mechanism did not move during the programming process. The silicone was cut just after the valve casing. The cam mechanism was moved. The valve was tested for programming and passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism, and on the cam mechanism pillar. A review of manufacturing records found the device conformed to specification when released to stock. The root cause for the programming problem is due to the biological debris found on the cam mechanism, and on the cam mechanism pillar. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.